Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The fse replaced the e-100 generator during the preventative maintenance (but was not related to the customer complaint). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm issue via system logs but was not able to reproduce the issue during in-house testing. The iesu was tested using an in-house system and the unit energized, cauterized and recognized instruments with no issues. Upon visual inspection there were no issues found that would be related to the reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) they had an error c-34 on their erbe generator. The customer stated they were able to somehow finish the case because it was semi-working. The tse walked the customer through a hard power cycle on the ebre, but it still came up with c-00 and subsequent c-34. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the erbe generator.